Event description:
Information received from the (B)(4). Treatment of an unruptured fusiform bifurcation aneurysm located in the right ica (internal carotid artery aneurysm). The patient presented with neurological symptoms of dizziness, loss of balance / coordination, and headache. On (B)(6) 2013, the patient was treated with the placement of 3 pipeline embolization devices. The subject was on aspirin and clopidogrel prior to the procedure and was given heparin intra-operatively. Post procedure, the patient experienced a mild, serious adverse event of intracranial cerebellar hemorrhage. No treatment was needed and the event resolved the same day as the procedure. It is noted that the cerebellar hemorrhage most likely is due to implant of flow diverter. The event is noted as unknown relationship.

Manufacturer narrative:
Received additional information on (B)(4) 2014: (procedure and event dates were changed). On (B)(6) 2013, the patient was treated with the placement of 3 pipeline embolization devices. The retrobulbar pain and vision problems subsided after the procedure. On the same day, the patient experienced a low grade oculomotor palsy on the right side on return to the ward post procedure. No other information is available regarding this event and no treatment was noted. The seriousness and severity of the event was unknown. On (B)(6) 2013, subject experienced a mild a serious adverse event of a contralateral intracranial cerebellar hemorrhage with surrounding edema with a slight pelleting of the 4th ventricle without signs of cerebrospinal fluid accumulation. The fresh bleeding was noted as being with a diameter or 1.7 x 2.5 cm. No treatment was needed. It is noted that the cerebellar hemorrhage was most likely due to the implant of flow diverter as previously stated. The event is now noted as related to the procedure. On (B)(6) 2013, the event resolved. The other devices used in the event are as follows: model: fa-71450-25, lot: 9545813, dom: 08 feb 2012, exp: 07 feb 2015. Model: fa-71500-25, lot: 9533036, dom: 09 jan 2012, exp: 08 jan 2015. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).